Event description:
Boston scientific received information that one month post cardiac resynchronization therapy defibrillator implant, the decision was made to have the patient return for a non-boston scientific, epicardial left ventricular (lv) lead implant. Following the epicardial lead implant procedure, impedance measurements on the lv and right ventricular (rv) lead, as well as noise, has been observed. Boston scientific technical services (ts) discussed troubleshooting to check for a possible lead fracture or a set screw issue. The physician expressed opposition to performing another procedure. The competitor lead manufacturer has been notified of the issues and no adverse patient effects were reported. Subsequently, additional information was received that the pocket had been reopened. During the procedure, an audible hissing sound was observed. They physician stated that air likely had been introduced during the epicardial lead implant, as a chest tube had been used to tunnel the lead into place. The device was removed from the pocket; the lead pins cleaned and reinserted into the header without any additional reported complications. The impedances were then found to be in the normal range.

Manufacturer narrative:
All available information indicates the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.